Event description:
It was reported that the patient had a heartware to heartmate 3 exchange on (B)(6) 2023 due to kinking of the heartware graft. Due to the high-risk nature of the procedure, the exchange was performed via left thoracotomy. A 14 mm heartmate 3 outflow graft was anastomosed to 10 mm heartware graft. Following the procedure, the patient has experienced intermittent low-flow alarms because kinking was still present. The patient was asymptomatic with flows of 2.5 lpm. Medical adjustments have been made without improvement in flows. A chest computed tomography angiography (cta) was performed, but results were not given. The option of a full exchange of outflow graft was discussed with the patient, but the patient declined. Clinicians opted for low-flow software and were aware of the risk. The alarms resolved after the software update.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event was determined to be a supplemental event, investigation findings will be reported under MFR #2916596-2023-06778.